Event description:
Thu 9/19/2024 3:29 pm hello team, please look into the following complaint and do the needful. Thanks and regards, embecta customer support from: productcomplaints <productcomplaints@bd.com> sent: tuesday, september 10, 2024 11:42 am to: productcomplaints <productcomplaints@embecta.com> subject: fw: needle complaint from patient. As required by global policy I am reporting a complaint about a bd product I received yesterday from a person I know personally who knows I work at bd. The individual decided to tell me about their displeasure with a particular bd product ¿ disposable needle tips he has used. The complainant is a xx year old male diabetic who uses disposable needles daily to administer insulin with a pen style injector. He reports that the needles themselves are prone to bending either upon withdrawal from the injection site or during recapping for disposal. The bending doesn't always cause an issue but when recapping the device for disposal the needle may sometimes puncture through the plastic tip cover causing the potential for accidental needle sticks. The complainant states he has been stabbed at least 6 times over a two year period when recapping these needles after use. The most recent incident was in may, when he discontinued using bd needles. In may his pharmacy filled his order for needles with a competitor¿s product, which he now prefers. When the pharmacy attempted to fill his most recent september 2024 prescription with bd needles, he refused them and asked for the competitors brand again. The competitors¿ product features a finger grip on one side of the cap which keeps the users fingers away from the needle were it to accidentally pierce the cap.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6 (device code), h11. Correction to: h6 (component code, health effect - impact code & clinical code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.